Event description:
Spontaneous email from (B)(6) field nurse who stated that patient's tubing broke a few weeks ago and she had to waste medication and use an extra mix. Unknown if her doctor is aware. No clinical injuries or changes in breathing or side effects reported. The nurse did not state whether or not the patient had the defective tubing for investigation. (B)(6) is replacing the tubing. No other information provided. Reported to (B)(6) by health professional.